Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2016. As reported by the patient's attorney, the patient underwent cystourethroscopy on (B)(6) 2017 due to continued pelvic pain, dyspareunia and urinary incontinence. On (B)(6) 2018, the patient underwent a revision procedure due to mesh erosion, pelvic pain and dyspareunia. Boston scientific has been unable to obtain additional information regarding the event to date.